Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Reportedly, the customer reloaded the cartridge and received a minimum fill message. Subsequently, the customer reported that the cartridge had been in use for two days and did not have enough insulin in the cartridge prior to the reload. The customer's blood glucose level was 236 mg/dl. Reportedly, the contact loaded a new cartridge successfully and resumed insulin delivery.